Manufacturer narrative:
Device details unavailable at the time of this report, this report is submitted on february 22, 2018, (B)(4).

Event description:
It was reported the patient experienced a loose abutment. Subsequently, a new abutment was placed under a general anaesthetic on (B)(6) 2018.